Manufacturer narrative:
The customer requested assistance in reviewing the monitor error logs to be used for a coroner's report.the philips remote service engineer contacted the customer who had already downloaded the audit log from the central station and submitted it to the coroner as part of his investigation. The rse stated that there was no actionable items for philips but philips would assist the investigation in any way if the need arose. The device remains at the customer site. The customer did not allege the philips product to be a factor in the death. The customer requested assistance in reviewing the monitor error logs to be used for a coroner's report. No further investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Initial reporter phone number: (B)(6).

Event description:
The customer reported that they needed a review of the monitor logs for a coroners report. No information was provided by the customer on the patient. As the monitor error logs were downloaded and sent to a coroner, it is believed there was a patient death.